Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k093745.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio test strips were sticking. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. Intermittently, since approximately (B)(6) 2011, patient noted the reported test strips were sticking to each other; the patient was unable to state if the sticking may have been due to static electricity. The patient took the action of estimating his actrapid insulin dose based on his average blood glucose readings and his meals, or he skipped an insulin dose. The patient experienced no symptoms of high or low blood glucose levels and did not seek any medical attention. The issue was not resolved. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and denied seeking medical attention. However, as the test strip issue was not resolved, this complaint is being reported.